Event description:
An endeavor sprint rx drug-eluting coronary stent system, length 30mm, diameter 3mm, was intended to treat a lesion in a patient. It was reported that the stent couldn't advance through the vessel due to excessive tortuosity. The target lesion was located in the mid cx and exhibited 70% stenosis and little calcification. A 3.0x24mm endeavor stent was used to treat the lesion. The patient was stable post procedure and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4) (stent deformed during procedure). Eval results: excessive tortuosity. Failure to deliver stent. Conclusions: excessive tortuosity. Evaluation summary: the device was returned to medtronic for evaluation. Two struts on the 12th and the 18th proximal stent segments were raised. A number of struts on the 13th, 17th and 19th segments were deformed. There were gaps evident between a number of mid stent segments. The remaining segments were intact.